Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included skin rough. On(B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal wall mass ("abdominal wall mass") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and uterine leiomyoma had resolved and the abdominal wall mass outcome was unknown. The reporter considered abdominal pain, abdominal wall mass, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for pelvic, abdominal, bleeding & fibroids diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event ' abdominal wall mass' was added. New reporters, concomitant condition and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and uterine leiomyoma had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: plaintiff received treatment for pelvic, abdominal, bleeding & fibroids. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received reporter information was added. Case become incident injury nos replaced with new event added pelvic pain abdominal pain, menorrhagia, fibroids. Event outcome added pelvic pain abdominal pain, menorrhagia, fibroids. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.